Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received multiple pump error alarm. Customer's blood glucose value was unknown. Customer stated insulin pump was not exposed to a high magnetic field. Customer stated they were able to clear the alarm also they are able to rewind the pump. Customer stated that displacement test was passed however the self test was failed. The device will be returned for analysis.